Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardiac monitor under sensing due to signal dropout. The patient was then brought into the clinic. The under sensing resulted in a false pause episode and electrograms that appeared to show electromagnetic interference. The cause of the issue was due to device movement. The patient was stable and will be monitored.